Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the screws located on the insulated area of the tip seemed to be not correctly insulated as there seemed to be arcing when the permanent cautery spatula instrument was fired. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula (pcs) was analyzed and found to have insulation damage to the instrument's conductor wire. The conductor wire was found with an exposed internal wire. Heavy thermal damage was observed. There was thermal damage on the monopolar yaw pulley. The pcs instrument did pass the electrical continuity test. The conductor wire was not broken from the grip-crimp. There was also thermal damage to the distal idler pulley. Indentations and burrs were found on the pulleys. The grip cable was also derailed at the distal idler pulley. There was also excessive dried residue around the clamping pulley cable grooves, a dislodged flush tube and mechanical indentation on the proximal clevis.